Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was implanted on (B)(6) 2023 and did not have a first fitting until (B)(6) 2025 due to medical problems. The user reported unpleasant perception with using the device and cannot wear the audio processor. Re-implantation or re-positioning is considered.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received, the reported lack of benefit was likely caused by surgical reasons, namely inadequate electrode placement due to apparent surgical damage to the cochlear structures. Additionally, a retroauricular wound dehiscence, which has not been described in detail, was reportedly present. Moreover, a postoperative electrode migration seems likely. This is a final report.

Event description:
The user reported unpleasant perception since first fitting with using the device and cannot wear the audio processor. The user has been re-implanted. Per device explantation form, the user had a retroauricular wound dehiscence and 3 channels were found out of the cochlea.